Event description:
It was reported that the pt underwent an open, left inguinal hernia repair procedure in 2008. The pt was discharged on the next day. On the following month, it was found that the pt had developed seroma. As a result, suction was performed on the seroma on the following dates: same day - 60 ml removed, six days later - 10 ml removed, a week later - 6 ml removed. The pt has made a "full recovery".

Manufacturer narrative:
Seroma occurred - conclusion : no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.